Event description:
It was reported that a patient underwent a pelvic floor repair procedure to treat stress urinary incontinence on (B)(6) 2006. The patient experienced erosion of the vaginal wall and other tissues, and pain. The patient has had additional surgeries, including excision of the mesh. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a pelvic floor repair procedure to treat stress urinary incontinence on (B)(6) 2007. The patient experienced erosion of the vaginal wall and other tissues, and pain. The patient experienced frequent urinary tract infections postoperatively. The patient has had additional surgeries, including excision of the mesh. No additional information was provided at this time. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.